Event description:
A medtronic representative reported that, while in a t10-s1 spine procedure using a navigation system and an o-arm 1000 imaging system, the surgeon alleged a 4-5mm inaccuracy. The surgeon took two spins as this was a long deformity construct, and was working on levels t10-pelvic. The first spin was encompassing l3-pelvis. The second spin was t10-l3. The surgeon navigated first on the second spin, t10-l3, and noted being approximately 4-5mm inaccurate. The surgeon opted to proceed with the case as it was an open incision, navigating on-and-off with this spin. After placing the screws on t10-l3, the surgeon changed the o-arm scan to the first spin of l3-pelvis and was accurate with this spin. The surgeon completed the procedure with no delay in therapy. There was no impact on patient outcome.

Manufacturer narrative:
Patient identifier and weight were not made available from the site. (B)(4). A medtronic representative performed a navigation system check-out, all areas passed. System performed as intended and was accurate.